Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor, with pairing failing and cgm signal loss noted; the user was guided through pairing steps, selected start sensor, and entered the 4-digit code, and blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no change in condition and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the pairing process required re-initiation and that signal loss was resolved through guided setup steps. It was concluded that the event was related to connectivity during sensor setup rather than a sustained device malfunction.